Manufacturer narrative:
Field service engineer (fse) was contacted by the doctor and reporting blistering to patient. Fse visited clinic and found the unit was working to specifications. He also found a 10mm slider with pitted windows that can be an use related issue. The doctor was notified that sleder need replacement. The cause of the injury was undetermined.

Event description:
On (B)(6) 2018, the (B)(6) hospital in (B)(6) reported that a patient responded to laser treatment with blistering.

Manufacturer narrative:
Skin type 3 patient was treated for hair removal on the brazilian area on (B)(6) 2018. Treatment parameters used (ss: 15mm, fl: 18-20j/cm2, pw:3ms, dcd: 30/20) during treatment were within normal limits. Test spots were performed prior to treatment, with no issues noted. Patient received 2 prior treatments at the same settings without incident. Patient presented with a burn in the shape of a circle close to the bikini area, underarm and brazilian areas are listed as being ok post treatment. There is no indication that the patient was not treated per (B)(6) clinical guidelines for the gmax-pro laser system. Patient post-treatment follow-up is reported as completely healed after 2-3 weeks. Permanent injury is not anticipated. However, patient required medical attention and was prescribed medication for intervention post-treatment. Unit evaluation not required for this complaint based on patient impact assessment. Conclusion/root cause: (B)(6) vp of clinical education reviewed this case and reported that the following would be contributors to this type of reaction; infection, burn, or activation of a genital lesion. The pro family operator's manual (8501-00-2200 rev. D) listed the following as contraindications to laser treatment: do not treat if active lesions(s) are present within the intended treatment area, patients with a known history of frequent hsv 1 & 2 lesions should begin prophylaxis prior to treatment as prescribed by their physician. Active skin infection: avoid treatment of open wounds and skin that is actively infected. In conclusion, the pro family lasers operator's manual lists burn as a possible side effect of laser treatment. Risk analysis: no new risks or hazards identified with this complaint. Patient has fully recovered. The pro family operator's manual (8501-00-2200 rev. D) lists the following as contraindications to laser treatment: do not treat if active lesion(s) are present within the intended treatment area. Patients with a known history of frequent hsv 1&2 lesions should begin prophylaxis prior to treatment as prescribed by their physician. Active skin infection: avoid treatment of open wounds and skin that is actively infected. In conclusion, the pro family lasers operator's manual lists burn as a possible side effect of laser treatment. Corrective & preventative action: a review of complaint trend reports for this account associated with the root cause identified no negative trends currently present. Patient has fully recovered. No further corrective actions required for this complaint at this time. Will continue to monitor reported issue through tracking and trending activities.

Event description:
This was client's 3rd laser hair removal session. The laser parameters have been the same in each treatment. Patient experienced severe pain and went to urgent medical center for burn treatment and was prescribed medicated treatment burn plasters. Burn was not healing, two days later and a minor surgery to remove the skin tissues which was granulated. Patients ski has completely cleared.